Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed that the guidewire was peeled at proximal and distal polymer jacket and bent at distal tip.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coating was wavy. A 200cm x 10cm fathom -14 guidewire was selected for use. During insertion, the coating seemed uneven and not smooth. Moreover, the wire could not cross the microcatheter, a great resistance was felt. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. However, returned device analysis revealed that the wire was peeled.